Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.50 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. It was reported that this patient was later implanted with an icl and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.5 (sphere) into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged on the same day, but different surgery, for another lens of the same length due to the lens tear/break during injection/delivery ino the eye. There was patient contact, but no patient injury and this exchange resolved the problem. The cause of the event is unknown. Claim#: (B)(4).

Manufacturer narrative:
A1: (B)(6). B5: the reporter indicated, that a 12.6mm, vicmo12.6, -8.5 diopter, implantable collamer lens tore/broke, during injection/delivery into the eye. The lens was implanted, removed, and replaced within the same surgery. And the problem resolved. There was no patient injury. And the cause of this event was unknown. Claim # (B)(4).